Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader. Due to this issue, customer experienced hypoglycemia with a loss of consciousness. The customer's grandson provided unspecified treatment and took customer to hospital where she was admitted and treated glucose via IV. There was no report of death or permanent injury associated with this event.